Manufacturer narrative:
The field service engineer evaluated the device but the device has not been returned to the manufacturer. Investigation is still pending.

Event description:
The customer contact reported a device with damage. This does not indicate a reportable event. However, during testing by the field service engineer, the power supply printed wire assembly (pwa) was found to have burns that were on the capacitor but did not affect other areas of the device or pwa. A probable cause has not been determined.

Manufacturer narrative:
Initial testing at user facility by a field service engineer found that the device had power supply burns. Further testing and investigation at the service center found that when the device was connected to the ac power cord it emitted a constant beep and did not turn on when the control knob was turned. The device began to smoke and was powered off. An internal visual evaluation was performed and found that the power supply was charred and burned in capacitor c17. The power supply was replaced. The device was assembled, powered on and performed a self-test. The device did not pass because the device was powered on with the control knob in the off position. The device was disassembled for a review of the display printed wire assembly (pwa) and it was discovered that the magnet was stuck to the display pwa and the knob detent was not intact. This allowed the device power on while the control knob was in the off position. The knob detent and magnet was replaced. The device was reassembled and a self-test was performed. The device did not pass the self-test when the device was placed on battery power to confirm the battery display on the lcd screen. The device powered off on its own and the battery was found to be in deep discharge. The battery was replaced. The device then passed the self-test. The probable cause was a defective power supply causing charring and burning on capacitor c17.

Event description:
The customer contact reported a device with damage. This does not indicate a reportable event. However, during testing by the field service engineer, the power supply printed wire assembly (pwa) was found to have burns that were on the capacitor but did not affect other areas of the device or pwa. A probable cause has not been determined.